Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. The implantable cardiac monitor recorded several episodes of false pause caused by under-sensing and baseline drift. No interventions were made.